Event description:
It was reported that a boston scientific device was implanted on (B)(6) 2010. According to the complainant, the patient experienced an unknown injury. According to the physician's office, there were no reported complications post-procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.